Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition on a stored ventricular tachycardia (vt) episode, leading into an asystole greater than two seconds. A fracture was suspected. Technical services (ts) recommended furthered evaluation. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).